Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees, that the report constitutes an admission that the device, kenvue, or its employees, caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A4, a5, a6: patient weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band-aid unspecified USA not applicable babgenusunsp, lot number ¿ ni. D4: 510(k) exempt device I complaint. UDI and lot number are not available for reporting. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without a lot number. H6: e1721 also refers to consumer&apos; s alleged " cuts/lacerations and band-aid ripped skin off and caused a huge wound". The consumer used the product for ¿a cut¿ and reported that it was really difficult to take it off and by the time she got it off it ¿ripped her skin¿ causing a huge wound (event interpreted as skin tear). Consumer put ¿hydrogen peroxide¿ and cleaned the area with soap and water and put an ointment to treat the event; it was also reported that ¿she had gone to urgent care and has to go again¿, no further details of treatment reported. Additional information was received on 18-apr-2025, consumer stated, ¿I have been to two urgent cares and now hospital. Ugh. I do believe. I should be reimbursed for these bills. It¿s been 12 day and been on antibiotics for 7 days¿; based on limited information available ¿been to two urgent cares and now hospital¿ were interpreted as visits, no direct report of any hospitalization; route of unspecified antibiotic was not specified (interpreted as oral). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 70-year-old female consumer reported using an unspecified band-aid for a cut and upon removal the band-aid ripped her skin and caused a huge wound. It was reported that the symptoms have stayed the same after the patient stopped using the product. Consumer reported she cleaned the area with soap and water and hydrogen peroxide and applied neosporin on the wound. The consumer reported she went to two urgent cares; however, no details or treatment information was reported by the customer. Consumer then reported she went to a hospital for treatment and was placed on unspecified antibiotics for two weeks. No further information was provided by the consumer.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes an admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in (B)(6). Its previous corporate headquarters (B)(6). Device was used for treatment, not diagnosis. B7: the computed tomography (CT) scan prescription copy provided shows (CT) scan prescription with order date 5/29/2025 for abdomen/pelvis with and without contrast with aec to assess abdominal pain, acute, left lower quadrant. Additional information received regarding consumer&apos;s history. Details were provided for consumer&apos;s medical history; however, the updated information was not attributed to product use or performance and was considered incidental information as this does not pertain specifically to event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.